Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record could not be performed as the lot number and part number for the complaint device were not provided. A cause for the reported sepsis resulting in death cannot be determined. Sepsis and death are listed in the mitraclip instructions for use (IFU) as potential complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided. Literature article title: mitraclip therapy in critically ill patients with severe functional mitral regurgitation and refractory heart failurena.

Event description:
This is being filed to report the patient death. It was reported via literature that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclip were successfully implanted, reducing mr to 3+. The patient died 6 days post procedure due to sepsis. No additional information was provided. Details are listed in the article: mitraclip therapy in critically ill patients with severe functional mitral regurgitation and refractory heart failure.